Manufacturer narrative:
No system checkout was performed as the resolution was confirmed on the call. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that while doing the system installation, the system powered down twice while attempting to load the software. A manufacturer representative was able to power the system back on and went into the self-test tool and everything looked normal. All the leds on the uninterruptible power supply (ups) were green. It was noted that the system had been delivered cold to the site. While on the call, the system did not power down again. The representative was able to complete the software installation. There was no patient present when this issue was identified.

Manufacturer narrative:
Continuation of concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: 9735787, serial/lot #: unk, ubd: unk, UDI#: unk. If information is provided in the future, a supplemental report will be issued.